Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that approximately 9 months post-operatively an es2 screw at l1 fractured. Revision surgery was performed where the screw was removed.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : device location unknown.

Event description:
It was reported that approximately 9 months post-operatively an es2 screw at l1 fractured. Revision surgery was performed where the screw was removed.